Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event was found to be selection of the incorrect sensor calibration code in the hospital unit prior to taking a follow-up reading.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Patient a's calibration information was used to add another patient, patient b, to the hospital electronics unit. This resulted in unusual readings for patient a. As a result, the patient was admitted to the hospital and an rhc was under consideration. The clinic was informed that those readings should be ignored, and the patient list for the hospital electronics unit was updated.